Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device was returned for analysis. The shaft was microscopically examined. The inspection revealed the outer shaft was separated in two locations, from the hub distally to 12cm and 15cm ¿ 34cm from the hub. The inner shaft in between the separations was stretched and kinked. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter was broken. A 135/10 renegade hi-flo kit was selected for use. Upon unpacking, it was noted that the catheter was broken at the proximal part. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was stable.